Event description:
The customer reported that she was hospitalized due to diabetic ketoacidosis, with blood glucose levels greater than 600 mg/dl. The customer stated that the insulin pump is now alarming button error, and no button was pressed for more than three minutes. Advised the customer that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump alarmed button error followed by unresponsive buttons.